Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this patient with an artificial urinary sphincter (aus) experienced recurring incontinence. The physician suspected wear and tear, and a fluid leak. A surgical procedure was performed during which the device was explanted and replaced. No additional information was provided.